Manufacturer narrative:
(B)(4). Date sent: 12/8/2021. Upon review it was identified that this is a duplicate report. All reported information for this event was reported under 3005075853-2021-06503.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: could you please provide more details for each device malfunction? Ec60a: the device locked out and could not move forward. Reverse knife blade was used however this did not appear to work and the device looked to be in between the lock symbol and 0. Did the device deliver any staples? No. If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? No. If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? Yes jammed shut. If yes, how was the device removed from the patient? Dissected out of rectum. If yes, did the jaws eventually open?

Event description:
It was reported that during an unknown procedure, an alleged issue occurred with the device details unknown. There were no patient consequences reported. It is unknown how case was completed.